Manufacturer narrative:
Correction: the d10 section was updated.

Event description:
New information received notes the right atrial (ra) lead had dislodged. The ra lead dislodgement was noted on x-ray. The ra lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the lead had dislodged. The lead dislodgement was noted on x-ray. The lead was explanted. The patient was stable.